Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 24-nov-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse performed a cup transfer test that came out with good results. Fse took apart all 3 incubators and cleaned them, made sure no debri was causing cup to not sit correctly in incubator, then checked bar code reader and made a small adjustment to skew of scanner. Read results seemed to improve. Fse also took 2 barcodes that were known bad and had labels reprinted, after reprint the bar codes were being read much better. Customer ran samples from yesterday while fse watched for errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000 analyzer was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the reported event was due to incubator dirty/barcode alignment.

Event description:
On (B)(6) 2015, a customer reported error 4163 x-axis cup transfer z-axis home overrun and barcode reader error with their aia-2000 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.